Event description:
It was reported that a device separation occurred. A 6f guidezilla ii guide extension catheter was selected for percutaneous transluminal coronary angioplasty (ptca), to support the passage of the stent into the lesion. The lesion was calcific and the guidezilla advanced smoothly with anchoring. When device was removed, physician felt fatigue and the radio opaque covering of the extension remained in the coronary artery. This detached portion was removed by means of noose. The procedure was completed using an alternate method and no patient complications were reported.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.